Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with 300 units of insulin. In addition, the customer reported that when going through the fill tubing process, the customer inadvertently delivered 10 units of insulin while being connected to the pump. The customer's blood glucose level was 101 mg/dl. Although requested, the customer declined follow-up from tandem technical support.